Manufacturer narrative:
Concomitant medical products: bd diffusics peripheral catheter, unknown gauge, model and lot number. Medrad power injector tubing, unknown model and lot number; medrad power injector device, unknown model and serial number. Therapy date unknown. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion for a CT procedure using a medrad power injector, the maxzero connector caused the infusion to not flow as expected from the medrad tubing to the patient¿s diffusics IV catheter, and the user stated that the line was ¿pressuring out on any injections requiring 4.0 ml/sec.¿ the patency of the IV catheter prior to the infusion and the gauge of the IV catheter were not provided. The CT tech theorized that the inhibition of flow caused an infiltration of the medication out of the patient¿s vein. The procedure was stopped and rescheduled after the event. No other effect to the patient was reported, and the products were not saved.